Event description:
It was reported that the customer could not access fill tubing or fill cannula outside of the load process. The customer's blood glucose level ranged from 169-170 mg/dl. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.